Manufacturer narrative:
The download data from the returned device showed that an 0x14 occlusion alarm had been generated. Inspection of the pod found the exposed portion of the soft cannula to be stretched. Though the soft cannula was stretched, fluid flowed through the complete fluid path with no issues. It could not be determined when or how the soft cannula damage occurred or if it contributed to the occlusion alarm. Inspection of the drive mechanism components found no damages or defects that would result in an occlusion. The exact cause of the 0x14 occlusion alarm could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005. 007.s911usqu5cyb1 smartphone hardware: sm-s911u cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 288 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided. The device was originally reported for an occlusion alarm.